Manufacturer narrative:
Device lot number not available. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. This part was disposable and will not be returned to manufacturer for analysis. No further issues have been reported. Disposable part discarded by site.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged their biopsy needle was unable to be tracked. The medtronic representative had the site unlock and lock the trajectory, then move the camera around, however, the issue was not resolved. The surgeon opted to discontinue the use of the navigation system to complete the procedure. Delay in therapy was 15 minutes. There was no impact on patient outcome.